Manufacturer narrative:
Implant date (B)(6) 2020.

Event description:
It was reported that stent migration occurred. A 16x60x100 vici stent was selected for treatment of may thurner syndrome, in a lesion approximately 20mm long. Initial implant was successful and stent appeared fully apposed in the correct location. Post dilation was performed and post imaging appeared ok. The patient may have been dehydrated at the time of stent implant. A week later, patient presented with chest pain and it was noted that the stent had migrated. The stent was removed successfully and patient was reported as doing fine post removal.